Event description:
It was customer reported that the systems left (live) monitor was unreadable. This can cause the system to become unusable due to the inability to display and view (read) a live image. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The image processor board, video cables and connectors were evaluated and reseated. The system was tested and found to be working as intended and returned to service.